Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had 2 or 3 posterior dislocations, possibly due to stem subsiding and/or cup positioning. Cup was revised with a stryker mdm cup system. Microport head was implanted.